Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -17.50/+0.5/153 (sphere / cylinder/axis) into the patients left eye (os) on (B)(6) 2021. The lens was reported as excessive vaulting and remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.